Event description:
Customer alleged discrepant blood glucose results of 205 mg/dl on the advantage system when compared with a result of 105 mg/dl from a laboratory test when the tests were performed back-to-back within 5 minutes. Customer reported having no symptoms, and no treatment or action based on the result. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.